Event description:
I had the essure procedure done on (B)(6) 2016. Since I've had other procedure I've had severe pain where my fallopian tubes are, severe head aches on a daily basis, swollen abdomen making it to where I look pregnant and I am not. Abnormal bleeding and or spotting throughout the month. I bled for over 3 months after having other procedure done. My left fallopian tube is bent in the shape of a j.